Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) and this implantable atrial lead exhibited intermittant sensing in the atrium. This intermittant sensing allowed intrinsic atrial impulses to pass through the av node, which resulted in the loss of biventricular pacing. Thresholds were reported as normal. Technical services (ts) discussed possible oversensing of intrinsic atrial depolarizations, and recommended sending stored egrams for review. A 12-lead electrocardiogram was faxed to ts, but information obtained from this source could not verify that a loss of biventricular pacing had occurred no patient symptoms or complications have been reported.